Event description:
It was reported that a surgeon will be revising a proximal tibia because of a nonunion on (B)(6) 2023. The original surgery was done on march 8, 2012. The revision surgery was performed on (B)(6) 2023. The hardware was successfully removed and revised with another plate. Concomitant device reported: unk - screws: trauma. This report is for one (1)unk - screws: trauma. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d1, d2, d3, d4: this report is for one (1) unknown screw/trauma, part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. D9: complainant device is not expected to be returned for manufacturer review/investigation. H3, h4, h6: based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.